Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because their blood glucose level not going down. The customer blood glucose level was 350 mg/dl at time of incident. Customer reports they did not feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue troubleshooting. Customer reported that the insulin exited at the quick release. The devices will not be returned for analysis.